Manufacturer narrative:
The customer was advised to perform an o2 gas path test and then provided the device logs for review. Upon review of the device logs, it was found that the alarms were present; however, they were not present on the reported event date. A review of the o2 gas path test screenshots indicated leakage at the o2 safety valve, which is consistent with the alarm. Technical support (ts) recommended that the customer replace the inspiration block to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that the device showed a technical failure 389- no o2 dosing possible. No patient involvement was reported.